Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qkyk, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy in (B)(6) 2015 and did not feel stimulation. There were no medical procedures or emi that could be related to the issue, but the patient fell last week. The patient lost their balance and fell on their implantable neurostimulator (ins), which was located on the left side. The patient had swelling, pain, and the ins got hot every 5 to 10 minutes. The patient had to push to urinate. The patient's managing health care provider (hcp) was going to come and see the patient today. The patient was in the hospital currently since some time last week. The patient lost their patient programmer and couldn't make any adjustments. The indication for use for this patient was gastrointestinal/pelvic floor and the patient had medical history of a stroke in 2005. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.